Event description:
(B)(4). Event occurred in (B)(6). It was reported that the infusion set's tubing detached at the quick release. The patient observed insulin coming out of the tubing about three hours after set change. This issue occurred with three sets. No further information available.